Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: v155541, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection and the device and lead were explanted. It was reported that the issue is resolved at the time of this report.